Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-623-59 ibalance® tka, femoral cutting block had an issue. The piece that connects to the slap hammer cracked. All pieces were retrieved without harm on patient. This was discovered during an unspecified procedure on (B)(6) 2023, with no adverse event or patient harm.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Manufactured date: 14-may-2020.

Event description:
Additional information received on 8/29/2023: this was discovered during a total knee replacement procedure on (B)(6) 2023. The case was completed by opening a new tray with no delay in the procedure.